Manufacturer narrative:
The device referenced in this report was not returned for evaluation. The root cause cannot be conclusively determined but the most likely causes for the reported phenomenon (tissue in the distal cover) are as follows: 1) mucosa is sucked in the distal cover by suctioning while opening space at scope distal end is being close to mucosal surface. If user withdraws the scope in this situation, mucosa would be injured by the edge of the cover. 2) distal cover gets cracked on tear-off line due to improper attachment to the scope. When the distal end of the scope is pressed on mucosal surface in this situation, mucosa would be caught in the cracked cover and injured even without suctioning. The device instruction manual includes the following caution and warning statements: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. Attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that while using the evis exera iii duodenovideoscope after an endoscopic retrograde cholangiopancreatography (ercp) for choledocholithiasis, during washing of the scope, tissue was found between the single use distal cover and the elevator of the scope. Additional information indicated that multiple procedures were undertaken during the ercp including biliary sphincterotomy, balloon extraction and use of a basket to clear biliary the stone. Of note, purastat was applied for haemostasis specific to sphincterotomy bleeding. No apparent strictures were noted. The distal cover was in good condition, and was checked prior to the procedure and was noted to fit well. No lens cleaner was applied aside from 50 ml of infacol mixture on the way into the small bowel. The surgeon stated that no suction was applied while withdrawing the scope. The patient remained asymptomatic the day of the procedure as well as the following day. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-04818.